Manufacturer narrative:
It was reported that the patient developed a complete atrioventricular block after performing the pre-implant balloon aortic valvuloplasty which persisted after navitor valve implantation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no allegations of device or procedural malfunction. Based on the information received, the exact cause of heart block could not be determined. The reported surgical intervention was a result of permanent pacemaker implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4). - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in a patient. It was noted during procedure via electrocardiogram that patient developed a complete atrioventricular block after performing the pre-implant balloon aortic valvuloplasty. The pre-implant balloon aortic valvuloplasty was performed using an 25mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure, once for being deployed too low and once for being deployed too high. The final non-coronary cusp implant depth was 4.65mm. The length of the membranous septum was measured at 5 mm, and calcification was confirmed to extend beneath the aortic annular plane into the interventricular septum. No difficulty was encountered during implantation of the navitor vision valve. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. The implanting physician attributed the persistence of complete heart block after valve implantation to the patient¿s pre-existing advanced conduction system disease¿specifically, right bundle branch block and left posterior hemiblock¿combined with severe calcification at the aortic annulus and subannular levels. There were no allegations of device or procedural malfunction. The patient was discharged on (B)(6) 2025, three days after the procedure.